Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call of customer's high blood glucose level and hospitalization. The customer's blood glucose level was 568 mg/dl. The customer's current blood glucose level is 244mg/dl. The customer states they have treated their high levels with the pump. Troubleshooting for high levels was conducted. The customer did not have a tubing clamp to complete testing. The customer is being sent out the tubing clamp, and will call back to finish troubleshoot.